Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced the catheter backing out of the vein. The following information was provided by the initial reporter: difficulty in perfusing the patient and mounting the catheter in the vein. Skin damage due to the wings (risk of alteration of the skin condition).

Manufacturer narrative:
Additional review has determined the described event to be a case of catheter threading difficulty. This event is unlikely to lead to patient harm/serious injury, therefore the initial MDR submission, (1710034-2022-00479), may be disregarded. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced threading difficulty. This event is unlikely to lead to patient harm/serious injury. The following information was provided by the initial reporter: difficulty in perfusing the patient and mounting the catheter in the vein. Skin damage due to the wings (risk of alteration of the skin condition).